Event description:
This ra lead was implanted on (B)(6) 2011. A call to technical services on 4/28/11 states that patient presented to ER with pericardial effusion. Everything checks out fine except that they noticed bipolar atrial impedance is 560 to 575 and unipolar impedance is 290 ohms. Ts asked how is sensing and threshold? Rep stated similar, 1.5-1.7mv and threshold is 1.5. Rep is going to speak to md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).